Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. The investigation was unable to determine a conclusive cause for the reported difficulties and patient effect; however, the treatment appears to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
User facility medwatch report ((B)(4)) received that states: event desc: "patient arrived with diagnosis of acute right mca stroke for cerebral angiogram and mechanical thrombectomy. Right groin complication observed post procedure in that the perclose failed. Hematoma noted, 12cm x 14cm. Patient's blood pressure elevated to sustain cerebral perfusion. The 8fr sheath placed by physician and sutured in place. "Additional information received: a cardene drip was given to raise the blood pressure. An unknown failure of the proglide device occurred. The physician is reportedly trained in the use of the proglide device. No additional information was provided.